Event description:
It was reported that the pt was a candidate for the incus vibroplasty and was very satisfied with his performance. The device and the ap were working well. The patient then came to the clinic because he suffered from otitis. The doctor decided to carry out revision surgery. During surgery, necrosis was seen at the incus. The surgeon decided to explant the device and re-implant a new device on the stapes in late 2008.

Manufacturer narrative:
The device has been explanted and has been returned to another country's co where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.